Event description:
It was reported that during the incoming delivery inspection, it was found that the product was missing ("sealed intact"). Adverse effects have not been reported.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6. Evaluation codes: updated. Device evaluation: no product was returned. Two photos were received to assist in the investigation. According to the images provided by the customer, the product was found to be missing within the sealed packaging, but since samples have not been returned the root cause cannot be established. If the product is returned, ICU medical will reopen this complaint for further investigation. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.